Event description:
A caller reported an issue with a cgm error 42 related to the g6 sensor. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support, which provided information for a complete pump reset and guided the caller through the process. Following the reset, the pump no longer displayed the error code, and the caller successfully started their sensor session.